Event description:
It was reported that the ventilator failed to power up. During the inspection of the ventilator it was discovered that expiratory chanel printed circuit board, pressure transducer printed circuit board, control printed circuit board and o2 gas module were defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to provided information, the device was tampered by unauthorized person, resulting in damaged components.. Parts were replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. Control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). According to provided information in user manual for servo-I rev.06 the servo-I ventilator system must be serviced at regular intervals by personnel who have received authorization and specialized training by the manufacturer. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to use error failure to follow instruction.

Event description:
Manufacturer's ref. #: (B)(4).